Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.1, smartphone operating system: up1a.231005.007.s921usqs4aya1, smartphone hardware: sm-s921u, cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 700 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and difficulty speaking. The patient reports while at their healthcare professional's office the patients pod was not delivering more that a unit of insulin so the patient was advised to go to the hospital emergency room. Once at the hospital the patients pod was removed. The patient was diagnosed with dka as well as elevated kidney function. The patient was treated with intravenous fluids and insulin. The patient remains in the hospital at the time of this call.